Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, it was determined that the reported delivery issue and kinked cannula were caused by the patient's anatomy. Should additional relevant information become available, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female patient was scheduled for impella 5.0 implant for mechanical circulatory support. During the insertion process, the pump was unable to advance beyond the anastomosis of the artificial vessel and subsequently kinked. The pump was removed and an impella cp was placed for patient support. There was no patient harm resulting from the delivery complication.